Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca bent on 5 occasions during use and was unable to deliver medication. The following information was provided by the initial reporter: material no: 320555 batch no: 8157588 it was reported that when the customer is taking his injection, the needle hurts him and he'll pull it out only to discover, the patient end, is bent. Mentioned, he's not sure if he received his complete dosage, so he'll use a second pen needle. Stated, he's seen blood after his injection but did not seek medical.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca bent on 5 occasions during use and was unable to deliver medication. The following information was provided by the initial reporter: material no: 320555 batch no: 8157588. It was reported that when the customer is taking his injection, the needle hurts him and he'll pull it out only to discover, the patient end, is bent. Mentioned, he's not sure if he received his complete dosage, so he'll use a second pen needle. Stated, he's seen blood after his injection but did not seek medical.